Event description:
It was reported that the patient's catheter slipped from the intrathecal space. The entire catheter was in the pump pocket. No pt symptoms were reported. The catheter was replaced. The manufacturer's device tracking system indicated that the patient's pump was replaced at the same time. The pt recovered without sequela. The patient's pump contacted baclofen 2000 mcg/ml with a dose of 600 mcg/day. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Catheter analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The pump was not returned. Results: refers to the catheter.